Event description:
During the procedure, after placing the angiosculpt balloon into the target vessel, the balloon was inflated. During inflation, a leak was noticed in the hub of the balloon catheter. The balloon catheter was immediately deflated and removed from the pt and sterile field. No harm to pt. Conscious sedation was obtained with versed and fentanyl from 1048 hours to 1320 hours. Cardiopulmonary monitoring was performed throughout the procedure. Local anesthesia was obtained with 1% lidocaine. Given the pt's renal insufficiency, the pt was hydrated with half normal saline with 2 amps sodium bicarbonate and orally administered 1200 mg of mucomyst. Co2 gas was utilized as a primary contrast agent, with 300 ml of co2 gas used. Visipaque was limited to a total of 63 ml for the entire exam.